Manufacturer narrative:
Sections with additional information as of 17-apr-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer returned incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she was still concerned with high blood glucose test results and requested replacement product. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer¿s initial concern was resolved- customer states she is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated the results were higher than normal am fasting. The customer¿s expected am fasting blood glucose test result range is 105-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is 02/24/2023. The meter memory was reviewed for previous test result history: result 1: 271mg/dl date: 02/26 time: 4:57am fasting, result 2: 174 mg/dl date: 02/26 time: 4:56am fasting, result 3: 230 mg/dl date: 02/25 time: 5:00pm fasting, result 4: 236 mg/dl date: 02/25 time: 4:56pm fasting.